Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, while on stomach, load would not fire when activated on the handle. All status lights were good. Load was taken off and replaced with another one to complete the case. There was no patient injury.